Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a capped left ventricular (lv) lead due to non-function and fracture. A right atrial (ra) and right ventricular (rv) lead were present within the patient but not targeted for extraction. A spectranetics lld #1 lead locking device (lld #1) was inserted into the lead to provide traction, although difficult since the lead was fractured. Beginning with a spectranetics 9f tightrail sub-c rotating dilator sheath and 9f tightrail (long), the lead began to disintegrate, leaving only the insulation outside the pocket. The decision was made to utilize multiple tools (boston scientific blazer catheter, cook medical needle¿s eye snare, and cook medical nsnare) as an attempt to snare the lv lead femorally. While snaring the lv lead, the ra lead dislodged; therefore, was prepped for extraction with a spectranetics lld ez lead locking stylet (lld ez). The same 9f tightrail sub-c was utilized; however, the ra lead began to disintegrate, and the ra lead and lv lead were snared together using the nsnare, only removing a portion of the ra lead from the pocket and a portion with the femoral snare. Targeting the lv lead with the needle¿s eye snare, attempts were made to extract, but the patient¿s blood pressure declined, and a growing pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including sternotomy. An svc/ra junction perforation was discovered and repaired. The lld ez had pulled out of the lv lead earlier in the procedure, and the decision was made to cut the lead as close to the pocket as possible, without capping, due to only insultation being left on the lead. The lead remained in the patient, and the patient survived the procedure. This report captures the 9f tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.